Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted via x-ray that the right atrial (ra) lead was dislodged. There is no allegation of malfunction against the ra lead and it was believed that the lead was not long enough for the patient's anatomy. The ra lead was explanted and replaced with a longer lead to resolve the event. The patient was stable.